Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed in 2013. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.